Event description:
It was reported that t:slim x2 pump battery would not charge reliably, as charging connection was unstable and caller had to hold cable in place or position pump carefully for charging to be recognized. There was no reported adverse impact to the customer¿s blood glucose level. Customer had already tried charging pump with existing tandem cable and wall adapter for extended period without lasting improvement, and tandem technical support arranged shipment of replacement charging cable and wall adapter with follow-up planned, while customer planned to use different charging cable in the meantime. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.